Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" immediately after powering on, while in use on a patient. The patient was placed on another ventilator and there was no patient harm/injury associated with this issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The pt800 and pt802 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.